Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12774. It was reported the patient experienced a heating sensation in her back with stimulation on or off. Reportedly the physician believes it is post-operative pain. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.